Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test discrepant results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: problem description: customer left a public app store review that referenced an inaccurate test. From (B)(6) 2021: ¿ it also gave inaccurate results twice.¿ date of event or issue: (B)(6) 2021.

Manufacturer narrative:
H6: investigation summary this summarizes the investigation results regarding a complaint that the customer was unable to successfully capture an image of the test stick while scanning during the 5-minute scan time window. The bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿app said during testing that the lighting was fine only to not accept the lighting during the actual scan. It also gave inaccurate results twice¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review for adverse trends and working in conjunction with the app developer where applicable. The results of this evaluation have not identified any new hazards, new risks, or specific trends. The scanwell app uses several quality control checks when scanning a test stick. If the image fails any of the qc checks, it will provide dynamic feedback to the user about the issue throughout the entire scanning window (e.g. Poor lighting, avoid shadows, etc.). The app will not capture an image until all the qc checks have passed. The scan must be completed within the 5-minute window before it expires. Once expired, the customer will not be able to scan the test stick and will need to use a new test kit. The test system is authorized to be interpreted by the app only and cannot be visually read. The product appears to have functioned as designed and this complaint cannot be confirmed. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. There is no 510(k) for this device as it is eua. (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test discrepant results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: problem description: customer left a public app store review that referenced an inaccurate test. From (B)(6): ¿it also gave inaccurate results twice.¿ date of event or issue: (B)(6) 2021.